Manufacturer narrative:
The information received from fse (field service engineer) indicates that the reported event was due to user error. The user did not intubate the patient airway properly. The hospital did not request any service. No parts were replaced and no logs were provided. The root cause of the reported event is attributed to user error based on the information that was provided from the third party. Problem code: 4112.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a low pressure alarm. There was no patient involvement. Manufacturer reference #: (B)(4).